Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture behind the display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2017 with the following findings: review of the black box data did not reveal any records that would indicate a power issue. On examination, moisture was confirmed to be present behind the display lens. On investigation, the pump powered on normally and was exercised for 24 hours without interruption in power. Investigation did not duplicate the alleged ¿no power¿ issue. Investigation did confirm moisture both behind the display lens and on the printed circuit board in the pump¿s interior compartment. Leak testing revealed moisture leakage into the pump through a hole in the audio bolus button cover.